Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent a successful right-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia valve in the native aortic position. During withdrawal of the 26mm commander delivery system, it was noted that the pusher tip was detached from the flex catheter, but still secured around the balloon. The implanter stated there was no abnormal resistance when the system was removed from the patient. There was no patient injury. The device was discarded is not available for return/evaluation.

Manufacturer narrative:
A supplemental MDR is being submitted due to internal imaging review. Sections b4, g3, g6, h2 and h11 have been updated. Additions to section b5. The investigation is ongoing.

Event description:
The provided intraoperative video showed that the flex tip of the delivery system appeared intact to the flex shaft before, during, and at the end of valve deployment. No abnormalities were observed during the balloon inflation. In addition, the valve was aligned between the alignment markers prior to its deployment. The post-procedural device imagery revealed a clean break at the flex tip to flex shaft bond with minimal stretching on the flex tip.